Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v590202, implanted: (B)(6) 2011, product type lead; product ID: 3998, serial/lot #: (B)(4), ubd: (B)(4) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that during a procedure, impedance check was performed, high impedances (greater than 10k) were noted on octad lead at electrodes 10 and 11. The environmental/external/patient factors that may have led or contributed to the issue was normal use, older leads. Per hcp, no change to current leads/interventions were planned to resolve the issue. Patient was programmed around high impedance electrodes. The issue was resolved at the time of the report. Patient's weight was asked but unknown. No symptoms were reported and no further complications were reported/anticipated. On 2018-oct-22 -additional information was received from the rep. It was reported that the high impedances were associated with the new ins. Rep did not have the serial number of the new ins. Physician was not concerned with high impedances. No further complications were reported/anticipated.